Event description:
It was reported that the patient experienced severe underdose symptoms starting (B)(6) 2014, was admitted to the intensive care unit (ICU), was intubated and put on a ventilator. The logs were checked and x-rays were performed, the results were not provided. There was no alleged product issue, but it was decided to explant the pump and aspirate the catheter, which remained implanted. It was noted that 5 ml were easily aspirated and a new pump was connected. Then 7ml were aspirated from the old pump, which was according to the programmer as well. The patient status at the time of the report was alive no injury. The pump was being used to deliver baclofen.

Event description:
It was further reported that the underdose was probably caused by a catheter problem and the patient was currently doing ¿fine.¿ additional information was requested to verify the catheter issue and if a revision of the catheter had been performed. No further information was available at the time of the reported. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. The elective replacement indicator (eri) was due to time progression. Conclusion: no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.